Manufacturer narrative:
The explanted ipg was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had developed infection at the ipg site. It was noted that the infection was not device related as it was caused by poor healing. Symptoms were redness and swollen ipg site. Antibiotics were prescribed. The patient underwent an ipg replacement procedure and the pocket was relocated to the lower buttocks. The patient was doing well post operatively.